Event description:
This patient, part of many patients over the last three months "rejected" the vicryl suture. This being my 17th year as a surgeon represents a significant change so it is clearly noticed. The two products of vicryl used in this and the other patients were: manufacturer: ethicon vicryl 1-0 ctx, cat. #: j977h, vicryl 2-0 sh, cat. #: j317h, vicryl 3-0 sh, cat. #: j416h. Post-operative, all the patients develop sterile reactions, where the wounds failed to heal well in areas, where the vicryl suture was "spitting" out of the wound. As I do a high volume of cases each year, this change became noticeable which is why I am reporting it. It is my concern that ethicon does something to change the manufacturing process or the materials in places in these sutures. I do not know if this extends to many lot numbers. It represents sutures over the past three months. Dates of use: 2007. Diagnosis or reason for use: surgical closure.